Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. The blood glucose at the time of the incident was 50 mg/dl and was treated with food. The customer was using auto mode function at the time of the event. The customer was experiencing low blood glucose for 14 days. Based on customer report, customer did not allege over-delivery of insulin. The insulin pump will not be returned for analysis.